Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two probes would not cut during surgery. The procedures were completed using alternate probes. There was no patient harm. The customer indicated the cause was due to a bent tip.